Event description:
It was reported that the pt's hearing performance was not satisfactory. For some months he was suffering from tinnitus. A CT scan showed that the electrode array was not placed inside the cochlea. The pt was explanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.